Event description:
Physician attempted to insert a trocar with the light/camera source and scope. Physician stated that she heard a snap, and pulled back to find the scope bent. Nurse gave a new scope to the field. Surgeon attempted the process again, and bent another scope. Nurse retrieved another scope and a different surgeon inserted it successfully. Patient (pt.) Scheduled for robotic ovarian cystectomy. Surgeon had difficulty placing laparoscope- two scopes bent upon attempts to insert. Assistant surgeon placed third scope successfully. Not adverse to pt. Event reached patient, no harm/no detectable harm.

Event description:
Physician attempted to insert a trocar with the light/camera source and scope. Physician stated that she heard a snap, and pulled back to find the scope bent. Nurse gave a new scope to the field. Surgeon attempted the process again, and bent another scope. Nurse retrieved another scope and a different surgeon inserted it successfully. Patient (pt.) Scheduled for robotic ovarian cystectomy. Surgeon had difficulty placing laparoscope- two scopes bent upon attempts to insert. Assistant surgeon placed third scope successfully. Not adverse to pt. Event reached patient, no harm/no detectable harm.